Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6; -12.0 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. On (B)(6) 2021 the lens was exchanged with a same model/length lens but different diopter and this resolved the problem. Cause of the event was reported as unknown.